Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, (B)(6) was used as a place holder. All demographic information on the regulatory document states "confidential."

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: bd abbocath ruptured/perforated the lumen of the catheter, injuring the patient and causing pain and swelling at the site.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3334430. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. Per the provided feedback, it is possible that the reported issue is related to use of the product. During puncture, catheter was rotated 360 degrees and catheter was pushed forward, when re-cannulating needle may have punctured the catheter causing rupture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.